Manufacturer narrative:
(B)(4). The patient was treated with unspecified medication and did not respond to treatment. The peritoneal dialysis (pd) catheter was removed and pd therapy was discontinued. The patient had not recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis, which manifested by abdominal pain and cloudy pd effluent. However, the treatment rendered was not reported. The patient was recovering.